Event description:
It was reported that a patient underwent an l5-s1 posterior transforaminal lumbar interbody fusion using rhbmp-2/acs and allograft bone. The patient's postoperative period was reportedly marked by severe painful and debilitating complications. At an unknown time postoperatively , the patient developed ectopic bone growth, which reportedly compressed the spinal nerves causing severe and debilitating pain in the legs and back.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient was presented with degenerative disk, l5 -s1 non union l4-l5 so he underwent repair of non union, l4 l5 tlif , l s1 , revision of implants l2 to the sacrum. As per records ..."bmp and allograft bone was packed over the fusion area...."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.